Manufacturer narrative:
Initial reporter address 1: (B)(6). Imdrf device code a040501 captures the reportable event of stent calcified.

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was used during a procedure. The procedure date is unknown. On (B)(6) 2023, two months after the procedure, when the stent was removed, it was noticed that many stones were attached to the surface of the stent. There was no information on what have completed the procedure or if there was a new stent implanted. Serious injury was reported, however, there were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.